Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the right axillary/subclavian artery in a 50-year-old male who presented with acute myocardial infarction and cardiogenic shock. No past medical history was provided. The patient was classified as scai stage e and required extracorporeal membrane oxygenation support in addition to inotropes, vasopressors, and mechanical ventilation for respiratory failure. The purge solution consisted of dextrose 5 percent in water with 25 milliequivalents of sodium bicarbonate. This event involved the third device placed during the hospitalization. The first device, an impella cp used as a bridge to impella 5.5, had no reported complaint. The second device, an impella 5.5, also had no reported complaint. With the third impella 5.5, the patient was noted to have elevated plasma free hemoglobin consistent with hemolysis. The device was reported to be in good position, measuring approximately 4.7 centimeters. The patient was also supported with a protek device flowing at approximately 4.5 liters per minute at 4250 revolutions per minute and was receiving dialysis. The heart team did not believe the hemolysis to be related to the impella device. The impella 5.5 was reported to be running at p-8 with flows between 4.9 liters per minute. The patient survived. Hemolysis is a known potential complication in patients requiring mechanical circulatory support, particularly in the setting of cardiogenic shock, extracorporeal membrane oxygenation, high pump speeds, and multi-device support. Given the patient¿s critical illness, scai stage e classification, concurrent extracorporeal membrane oxygenation, and overall hemodynamic instability, the development of elevated plasma free hemoglobin is consistent with the known risk profile in this patient population. A comprehensive review of the available information does not identify evidence to suggest that a device issue contributed to the reported hemolysis. The patient survived.